Event description:
Philips received a report about a failure of the gradient coil which caused artifacts. During replacement burn evidence was found at the point of the terminal connection. Based on this burn evidence it was decided to report this incident. No harm was reported related to this incident.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Based on the available information and data an investigation was performed. It was found that there was some kind of sparking/short between the x and y coil at the terminal region. It was determined that the product has malfunctioned and the most likely cause of the reported problem was a failure of the conductive path in the gradient chain. This issue corresponds to the c&r 2024-pd-mr-023, which has corrective actions defined for the system affected in this case. The issue was resolved at site with an installation of new gradient coil and the system was handed back to the customer for use.